Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "swollen lymph nodes".

Event description:
Patient reported right side rupture and swollen lymph nodes. Device remains implanted.

Event description:
Patient reported "it is also necessary to remove some lymph nodes, which most likely reacted to the leaked silicone" and siliconomas diagnosed via MRI. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe. ¿ pain: unable to observe. ¿ lymphadenopathy: unable to observe. ¿ granuloma: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "it is also necessary to remove some lymph nodes, which most likely reacted to the leaked silicone" and siliconomas diagnosed via MRI. Device was explanted and replaced with a non-abbvie device.

Event description:
Patient reported, right side rupture. And swollen lymph nodes. Device remains implanted.